Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, and external motor test. Unit passed dat test at 0.0870 inches. No failed battery test, low battery alert, pump error 130 or under delivery anomalies noted during testing. Successfully downloaded the history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed the pump alarmed low battery alert on 20-may-2023 18:10:00.000 in the history files; this is an expected error during normal pump operation. No failed battery test or pump error 130 listed in the pump downloaded history. The motor was tested outside of device and passed. The electronic assemblies and motor assemblies were inspected, and no anomalies noted, the motor flex cable on j5/pcb 1 was locked properly. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, cracked keypad overlay, corroded battery tube, and pillowing keypad overlay. Pump passed functional testing. No low battery alerts or failed battery test noted during testing. No pump error 130 noted during test or listed in the pump downloaded history. The motor was tested outside of device and passed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: the device was returned for analysis.

Event description:
Information received by medtronic indicated that the customer was facing an issue with short battery life. Customer stated that pump alarmed "low battery" after customer changed the battery. No harm requiring medical intervention was reported. Troubleshooting was not performed. It is unknown whether the customer will continue to use the pump or not. The insulin pump will not be returned for analysis repeatedly.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.